Event description:
Patient reported, for left side "pain", "left device folded", "left prosthesis with signs of folding in the qil region. Which may correspond to rupture". "Risk of breast lymphoma (bia-alcl)", "axillary adenopathy", "capsular contracture, grade IV". The device remains implanted. Concomitant medications: puran® 125 mcg.

Event description:
Patient reported for left side "pain", "left device folded", "left prosthesis with signs of folding in the qil region, which may correspond to rupture", "risk of breast lymphoma (bia-alcl)", "axillary adenopathy", "capsular contracture grade IV". The device remains implanted. Concomitant medications: puran® 125 mcg.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture baker grade IV and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, lymphadenopathy and rupture.

Event description:
Patient reported for left side "pain", "left device folded", "left prosthesis with signs of folding in the qil region, which may correspond to rupture", "risk of breast lymphoma (bia-alcl)", "axillary adenopathy", "capsular contracture grade IV".the device remains implanted. Concomitant medications: puran® 125 mcg.